Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer representative reported via phone call that the customer stated that the reservoir compartment is damaged and the reservoir is falling out of the insulin pump. Customer's blood glucose was 305 mg/dl at the time of the incident. Customer stated that a part was broken off the reservoir. Customer's blood glucose was high because the reservoir fell out. Customer put the reservoir back in the pump and bolused with the pump. Customer stated that it worked and declined troubleshooting. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.